Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The device history record was reviewed and no non-conformances were identified. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported broken instruments. During a case, after the size of the cage was determined, the cage could not be connected with the variable inserter, because the screw thread was deformed. As alternative the mis inserter was used. A hammer was used to put the inserter in the correct position, the inner shaft broke during this procedure and the cage lay a slope in the intervertebral disc space. The mis inserter was removed and the cage was put in the correct position with another inserter. No adverse event was reported.

Manufacturer narrative:
The specified identity of the device was confirmed and the device was examined. As reported, the inner shaft of the device was found to be broken at the tip making the inserter no longer functional. The associated DHR (device history record) for lot#pt43c was reviewed. All parts released to the inventory did not have any non conformances associated with this issue. Specifically, the workmanship, functionality, dimensions, etc. Were all verified at receiving inspection as having met specification. The root cause cannot be conclusively determined, however, product durability was likely a contributing factor.